Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin.